Event description:
It was reported that the patient presented to the emergency room after a ventricular arrythmia. The device had aborted high voltage therapy due to low defibrillation impedance measurements in the right ventricular lead. A subsequent shock from another vector successfully converted the patient to sinus rhythm. Programming interventions were made. The patient was stable.

Event description:
New information indicated that externalized conductors were noted on the right ventricular (rv) lead, which caused low defibrillation impedance and failure to deliver a shock. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of ¿failed shock therapy¿, high voltage (hv) low lead impedance, and insulation abrasion. As received, only the distal portion of the lead was returned in one piece for analysis. The reported events of hv low lead impedance and insulation abrasion were confirmed. Visual inspection found an internal insulation abrasion that breached the right ventricular lumen underneath the superior vena cava shock coil. One right ventricular efte cable coating was found to be abraded in the location. The reported event of hv low lead impedance was due to the exposure of the right ventricular conductor underneath the superior vena cava at the abrasion zone.